Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because this issue was observed when the freedom ac power supply was not in use by a patient. The freedom ac power supply has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified warehouse, reported that the freedom ac power supply had a broken cable.

Manufacturer narrative:
The freedom ac power supply was returned to syncardia for evaluation. Visual inspection revealed a broken strain relief, a crack in the corner of the transformer housing, a broken hypertonics connector (on both the external and internal housings), and missing feet on the power brick. The customer-reported issue was verified - while the cable appears to be broken, only the strain relief has been compromised, exposing the insulated wires below. The ac power supply appeared to have sustained a drop or other rough handling resulting in the observed damage. Despite the physical damage, the freedom home ac power supply passed all electrical functional testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified warehouse, reported that the freedom ac power supply had a broken cable.